Event description:
During a remote follow-up, inappropriate shocks were delivered by the device due to atrial fibrillation. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.